Event description:
It was reported that there were no end of life alerts. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.